Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a power up failure #12. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
Due to character restrction in block e1 event site name is (B)(6). E1 initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field : b4 , g3, g6 , h2 ,h11, h6 h6(investigation findings, type of investigation, investigation conclusions). A getinge field service engineer (fse)evaluated the unit and found that the error points to a failure of the front end board. The fse replaced the front end board (0670-00-1164), performed a software update and calibrated the transducer. Unit passed all testing and was cleared for clinical use

Event description:
N/a.